Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact reported to customer's blood glucose level. Reportedly, the pump supplies were changed to address the issue and customer ultimately reverted to manual injections for alternate insulin therapy.